Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to oversensed noise. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Resistance testing found the lead was not electrically continuous. Detailed analysis and x- ray confirmed that the outer conductor coil had a break approximately 28 cm from the terminal pin. The fracture is consistent with cyclic fatigue, which led to the reported observations.